Manufacturer narrative:
Correction: phone number added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; locoregional anesthesia offers improved outcomes after endovascular repair of ruptured abdominal aortic aneurysms chen, samuel l. Et al. Annals of vascular surgery, volume 59, 134 - 142 a2: average age, average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent (aaa) stent graft systems were used in the endovascular repair of ruptured abdominal aortic aneurysms on unknown dates. The following adverse events were reported: perioperative transfusion, surgical conversion, mi, pneumonia, ischemic colitis, lower extremity ischemia, dvt, wound complication and unplanned readmission and death. The cause of the adverse events are undetermined. Non mdt devices were also referenced in this literature during the study period. The cause of deaths reported were not linked specifically to any of the mdt devices used.